Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
IV line (pump segment) bulged and IV fluid was not infused due to this. Additional information: after the case (angiogram), an alaris pump beeped and stated, "occulted patient-side" so we flushed the line from the y-site (bottom one) several times. Flushing well, however not able to start the pump again. Therefore, we decided to take the whole IV line and found the line was bulged. Please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? No. When the line was primed, the line was fine. The line was fine during the case (able to infuse 999ml hr). The pump stopped working after the case. Please confirm what substance was being infused during the time of the event: normal saline. Was there any patient harm? No. Was there an under infusion? Yes. It was during n. Saline infusion.

Manufacturer narrative:
One 2420-0007 sample was received without packaging for investigation, clear residual fluid was present in the line. The customer reported that the affected sample was from lot 25045497 and that ¿the IV line (pump segment) bulged and IV fluid was not infused due to this.¿ additional information provided by the customer confirmed that the ballooning was observed after an IV push was administered. As part of the investigation, the customer provided a photograph of the sample, which confirmed the ballooning of the pumping segment. Visual inspection of the returned sample did not confirm the reported ballooning of the pumping segment, and the flow stop was not activated. Functional testing was performed by priming and infusing via gravity, as well as manually flushing the set at higher pressure using a syringe. No flow occlusion or deformation of the pumping segment was observed under these conditions. The customer¿s reported issue could only be replicated by intentionally occluding the line using the flow stop and then pushing fluid from the upstream smartsite, which increased the internal pressure within the infusion line. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25045497 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Event description:
No additional information.